Event description:
It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrotomy device was placed during a percutaneous endoscopic gastrostomy (peg) procedure performed in approx four months earlier. According to the complainant, "an unidentified substance was observed on the device upon removal after three months of placement." Reportedly, the device was replaced with a different device (device unknown). There was no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.